Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 4 of 20 devices were returned for evaluation. We are awaiting the return of 16 devices. Evaluation of 3 devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance and lubrication. The devices had debris build-up. The device did not heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes 20 malfunction events where a midwest e pro handpiece overheated. No injury resulted in 16 of the events. 4 patients received a minor burn, no intervention was required.